Event description:
It was reported that a wearable failure occurred. The wearable was inserted into an off-label insertion site, on (B)(6) 2026. On the same day, it was reported that the patient reported his cgm device was ¿working normally¿ before the patient went to bed. At around 3am, the patient¿s wife noticed the patient was sweating, could barely sit, and was ¿not very responsive¿. The patient¿s cgm was displaying a sensor failed alert on his tandem insulin pump (the patient¿s primary cgm display device). Therefore, the patient¿s wife tested the patient¿s bg meter reading and it was 37 mg/dl. She treated the patient with orange juice and soda. It was reported the patient¿s bg level ¿returned to normal¿ after treatment. The patient did not seek any assistance from a higher level of care. The patient was ¿fine¿ at the time of report. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia.